Event description:
It was reported that stent deployment issue occurred and the procedure was cancelled. The stenosed target lesion was located in the iliac artery. A 9x40x75 epic vascular stent was advanced to treat the lesion. However, during the procedure, resistance was felt while trying to deploy the stent. Upon removing the catheter, the stent deployed in the sheath. The sheath and the stent were removed, and the procedure was cancelled. No patient complications were reported.